Manufacturer narrative:
(B)(4). Field service specialist visited the account and check the equipment. He recommended hvac air filters to be changed, wipe down operating room and vents. He verified that the system was within the preventive maintenance (pm) window however, he did perform the annual pm. He found that the chair controller was damaged and replaced during the pm when cords running under the system were moved, they unplugged power from the patient bed. Applications support manager (asm) contacted the account and reported that all other patients from (B)(6) 2015 surgical day without concern. No intralase settings have been altered and last serviced on (B)(6) 2015. Visx last serviced on (B)(6) 2015. Site uses a statim autoclave, serviced every 6 months, last completed in (B)(6) 2015. Autoclave is drained daily, spore tested weekly and passed, heat indicator strips utilized and passed every cycle, wiped down with (B)(4) alcohol routinely followed with water rinse. Rubber instrument tray placed in autoclave is questionable as to the age. Site uses (B)(4) re-useable cannulas per day and rotates them thru the autoclave. The cannulas are cleaned, rinsed and flushed with sterile water, air pushed thru them and then autoclaved. The cannula used on this patient was new. Site cleans instruments with universal cleaner and (B)(4) rinse cycles in sterile water. Site uses (B)(4)cc bss, sterile blue drapes for surgical tray, becton-dickinson ultrasphere merocels and have used same brand for years. Only the scrub tech wears powder free gloves, select latex surgical gloves. No environmental changes noted. Asm discussed potential sources of concern including rubber instrument tray within autoclave, wiping autoclave cassette with (B)(4) alcohol, and use of re-useable cannulas even though for this individual patient it was a new cannula. The account scheduled the autoclave company to come in and perform 6 month autoclave servicing and discuss proper cleaning and maintenance protocol. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported patient had bilateral flap creation with excimer treatment completion on (B)(6) 2015. One day postop noted uncorrected visual acuity 20/20 right eye and left eye with bilateral grade 1 diffuse lamellar keratitis (dlk) noted. The right eye dlk was located near the hinge, the left eye dlk was noted inferior nasally. Surgeon increased durazol to every 2 hours, vigamox 4 times daily, preservative free artificial tears every hour. On (B)(6) 2015 surgeon lift and rinsed the flap with balanced salt solution (bss) continuing same medications. No subconjunctival hemorrhage noted during procedure. 1 week post op: right eye 20/25-2; left eye 20/15. Manifest refraction: right: -0.50 sph 20/20; left: plano sph 20/15. Low grade dlk present and surgeon decreased durezol 4 times a day for 1 week.